Event description:
It was reported that pump housing and usb port were damaged, which affected ability to charge pump, although pump had not shut down and had been used with this issue for several months. There was no reported impact to the customer¿s blood glucose level. Customer planned to continue using current pump and would use alternate insulin method if needed, while technical support arranged shipment of replacement pump, confirmed shipping details, provided instructions for storage mode and return of damaged pump within 10 days, and advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement pump.